Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-may-2024, it was reported by the patient that infusions set fell off due to which hyperglycemia occurs within few hours of use. High blood glucose level was 200 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.